Manufacturer narrative:
Device evaluation summary: visual inspection of the catheter shaft revealed no abnormalities or deformities. Visual inspections of the connector pins showed they are straight. A damage in the coil was noted. Visual inspection under microscope shows no damage to the fep and the coil is not exposed. The catheter passed continuity and resistance functional testing. The catheter passed functional testing on rfg2 and rfg3 generator. The proper device was recognized by each rfg generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, device completed cycle without any advisory message being seen. However, it should be noted that a damage/scar mark on the coil was observed. The appearance of the damage/scar mark on the coil is due to uneven compression of the vein over the full length of the heating element, thus resulting in inconsistent effectiveness and/or possible catheter damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A closurefast catheter was used for a radiofrequency ablation procedure. The lesion site was 40cm. It was reported that during use, messages ¿treatment halted non-uniform temperature "and ¿14 seconds within target temperature ranges ¿ appeared before reaching 20 second. The unit started to work properly later and it performed ablation a few times as usual but another product was used just in case. No patient harm reported.